Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that a trial was aborted on (B)(6) 2024 due to patient anatomy and a csf leak. The patient as placed fat on a bed for two hours and displayed no symptoms related to dural puncture. The patient may have a trial in the future.